Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator was removed for unknown reason. The explanted device will not be return as it was discarded at the hospital. No further information has been obtained despite good faith efforts.